Manufacturer narrative:
An event regarding dislocation involving an unknown constrained acetabular insert was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: review of x-rays by a consulting clinician concluded: "there is insufficient documentation presented to complete this assessment." Conclusions: review of medical records confirmed the dislocation, however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
The patient came in for treatment after the patient's femoral head dislocated from their acetabular liner following pelvic reconstruction surgery for an acetabular tumor. The patient was revised on (B)(6) 2015 and the joint was reduced. A second dislocation prompted the surgeon to request a second custom implant which fixed the issue. The revision surgery took place on (B)(6) 2015. This report represents the second revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient came in for treatment after the patient's femoral head dislocated from their acetabular liner following pelvic reconstruction surgery for an acetabular tumor. The patient was revised on (B)(6), 2015 and the joint was reduced. A second dislocation prompted the surgeon to request a second custom implant which fixed the issue. The revision surgery took place on (B)(6), 2015. This report represents the second revision.